Event description:
It was reported that during a laparoscopic cholecystectomy, three out of the six clips that were applied to the cystic artery and cystic duct were scissored. There was no tissue damage. The scissored clips were on the specimen side that was removed; the clips left in the patient were formed properly. The same device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.